Manufacturer narrative:
The investigation determined that a lower than expected vitros acet patient result was obtained using vitros acet slides on a vitros 5,1 fs system. The likely assignable cause was an instrument issue related to improper cleaning of the sample metering proboscis. Acceptable performance was obtained after ocd field service actions were performed. Vitros acet reagent performance is not a likely contributing factor to this event; however preanalytical sample processing could not be ruled out.

Event description:
The customer complained that a lower than expected vitros acet patient result was obtained using vitros acet slides on a vitros 5,1 fs system. Vitros acet: result: <10 ug/ml vs 506.8 expected ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected result was reported out of the laboratory and a corrected report was later issued. There was no reported allegation of patient harm made as a result of this event. (B)(4).